Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained: the event was confirmed to have taken place on (B)(6) 2023 during a robotic inguinal hernia repair procedure. The system was inspected prior to use and there were no issues found. No additional ports were placed on the patient. There was no injury to the patient. Patient demographic information was not provided.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that they experienced a non-recoverable fault mid procedure. The customer reported fault 252. They stated that the surgeon console did not have any power. The customer stated that they used the instrument release key (irk) to release a needle from the needle driver instrument and undocked the robot. The customer stated that the surgeon converted to laparoscopic surgery. The tse had the customer perform a hard reboot of the surgeon side console (ssc) and the ssc came back up. The customer reported noise coming from the ssc. The tse recommended that the site hard reboot the ssc again when they got a chance in order to clear the noise. The procedure was converted to laparoscopic surgery with no reported injury. Isi made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issues and therefore, replaced the power supply. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The power supply was analyzed, and fa was able to reproduce the issue. During in-house testing, the power supply was installed to xi system, and it failed to power up intermittently. The fan was noted to be running very noisily. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.